Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device. That is cleared or distributed in the united states. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The locking mechanism of the revitan distal rasp has fractured during the surgery which had to be removed without proper tools for removal. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Investigation results were made available. Additional: d9, h2, h6 correction: b4, b5, g3, g6, h3, h10 investigation and conclusion: - harm: exposure to anesthesia, minor - hazard: instrument breaks, diverges or becomes damaged and non-functional during surgical procedure. - no relevant medical data has been received. - visual examination: the rasp has been returned for investigation. The reported breakage can be confirmed. A part (hitting area) of the rasp is broken. The instrument is in a bad condition. The teeths show also several damages. In addition, the shaft area of the rasp shows signs of deformation, most likely caused by hitting the rasp with another instrument. - the product is intended for treatment. - the investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, a specific root cause for the breakage cannot be estabilished. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Event description:
The locking mechanism of the revitan distal rasp has fractured during the surgery which had to be removed without proper tools for removal. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on apr 28, 2021. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).